Event description:
As reported by the sales rep per the user facility: nurse had needle stick after starting IV. Stick occurred when cleaning up, stuck with stylet. Followed needle stick protocol for hospital. Customer did not save sample. No additional info was provided by the facility after several attempts were made to the facility requesting additional info.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other complaints against the reported lot number. All available info has been provided to the actual manufacturer, b braun medical industries.